Event description:
It was reported that the patient, who was involved in the (B)(4) clinical study, died approximately 6 months post implant of the im plantable cardioverter defibrillator (ICD). A cause of death was requested and not received.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The patient's medical history was significant for ventricular maintained spontaneous tachycardia or ventricular fibrillation + non-symptomatic structural heart disease, dilated cardiomyopathy and hypertension. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).